Event description:
Physician reported a pt injected with radiesse dermal filler in the nlfs developed an infection two days after the injections.

Manufacturer narrative:
The pt developed swelling, soreness and a pimple with drainage at the injectable site, determined to be cellulitis. The pt was treated with the oral antibiotic, augmentin. All symptoms have resolved. A review of the device history records indicates the reported lot #1010569, met all specifications.